Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the software on the mobile view station (mvs) was reloaded, the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans of a sacroiliac and thoracolumbar procedure, there was an issue with the field of view (fov) preview. The clinical specialist (cs) present stated that she enabled fov preview and when she was scrolling down to have the red box move the screen went black except for the red box and words. The red box and words had flipped on the screen. This occurred momentarily and then the screen went back to normal. The cs stated this happened 3 separate times in the same case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.